Event description:
On january 5, 2007, the lay-user/pt contacted lifescan alleging that a one touch basic meter had been reading inaccurately low. The pt indicated that he had been getting readings in the "200's" mg/dl. On an unspecified date, the pt had his blood glucose tested by a lab. An unspecified person contacted the pt, informed him that his blood glucose lab result was 760 mg/dl, and advised him to go to an emergency room (ER). Prior to leaving for the hosp, the pt tested his blood glucose and got a result of "260 mg/dl." When the pt arrived at the hosp, he performed a meter-to-other meter comparison. The pt reported blood glucose results of "285 mg/dl" with a lifescan meter and "high, high" on a hosp device, performed within 10 minutes of each other. The pt stated that the hosp device would display "high, high" whenever a blood glucose level of over 300 mg/dl is detected. The pt called lifescan to report the alleged meter issue while he was still in the hosp. He reportedly was receiving treatment via an "insulin drip" at the time. The pt denied having any symptoms other than "swollen feet." The pt takes 8 units of "humalog" insulin with his meals and an add'l 10 units at bedtime. It would have been helpful to know the following info: how long the pt has been getting readings in the "200's" mg/dl, what his normal/expected meter readings are, what other health conditions he may have, what his medication regimen consists of, and if he was following the regimen before and during the time of concern. In addition, it would have been helpful to know what his hosp diagnosis was, how often he tests his blood glucose per day, what other symptoms he might have had, when the result of "760 mg/dl" was obtained, what other treatment he received in the hosp, how long he was hospitalized for, and what other readings he got while hospitalized. The pt was using a correct technique for testing with the reported meter. The pt was obtaining blood samples from his fingers and cleaning the puncture sites correctly. He did not have control solution to perform a quality control test. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the pt alleged that the meter was reading inaccurately low. He reportedly was getting readings in the "200's" mg/dl range using the reported meter for an unspecified period of time. A lab test performed on the pt revealed a blood glucose result of "760 mg/dl." The pt was hospitalized and treated with an "insulin drip."

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.